Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence it was reported that being unable to connect to ins today. They were calling from MRI facility where patient was present and awaiting a lumbar scan. Caller was not physically present with the patient during the call. Agent reviewed connection troubleshooting steps verbally and caller said they tried everything and that they were very familiar with how to connect to the ins. Caller confirmed using correct app, correct use of communicator, confirmation seeing solid blue bluetooth light, confirmed communicator was not charging, tried placement of blue plastic side both against skin and over clothing, and tried repositioning communicator several times. Caller said they spent a total of about 15 minutes trying to connect prior to calling. When asked for event date, caller said patient reported ins "hasn't worked" since getting pet scan "last august." When asked if that was in regards to the therapy effectiveness or connection issue, caller answered by saying the patient "didn't even try" after their pet scan. Agent reviewed possibility of depleted battery along with MRI scanning guidelines. Agent suggested patient follow up with managing hcp.